Manufacturer narrative:
In use at the time of the event: cgm model: unknown. Mobile os: unknown.

Event description:
It was reported that the customer went to the emergency room and was subsequently hospitalized with a blood glucose (bg) level of 472 mg/dl, vomiting, and with ketones of an unspecified size on (B)(6) 2026. Cause was not known. Customer was treated with intravenous fluids (specific fluids not provided) and a shot of insulin to address the elevated bg. Customer was discharged on (B)(6) 2026 with the issue resolved and no permanent damage. Tandem technical support performed a full pump system check and verified that pump was operating appropriately.